Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Information received from the same report as MFR: 2029214-2016-00427; 2029214-2016-00428; 2029214-2016-00429.

Event description:
Medtronic received information that approximately three months post onyx embolization treatment the patient suffered a right pica stroke. It was reported that the infarction was due to flow lowering in the pica territory, after distal pica avm occlusion and a result the avm cure and hemodynamic effect. The patient was transferred to intensive care ward for continuation of treatment. There was no sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.